Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition when removed from the infusion site (leg), the pod's cannula was found bent. As treatment, the patient administered a manual shot of insulin.